Manufacturer narrative:
The insulin pump passed self-test, unexpected restart error test and displacement test. No unexpected restart error alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens noted. The insulin pump received with cracked case at display window corners and belt clip slot. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen was frozen. The customer also reported an unexpected restart alarm that they were unable to clear. The customer reported the buttons were unresponsive on the insulin pump. Customer's blood glucose was 154 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.